Event description:
The following was reported to hamilton medical ag: during the use of this device in our ICU, it was found that the device battery was not functioning properly. No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).